Event description:
It was reported that the patient presented for the implant procedure. During the procedure, upon interrogation, the left ventricular (lv) lead exhibited high pacing impedance. The lv lead was not used and was replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.